Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the device was used with generator. At the time of treating a2 (aortic second) (about 4mm), sealing and resection was performed with the device only. During chest closing, a2 sealing part broke. They ligated the root part and the surgery was completed. The surgical time was extended by less than 30 minutes and less than 200 cc of bleeding occurred as a result of the issue. The procedure was completed with manual suturing. There was no problem with the patient.